Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple unspecified cartridge alarms occurred during the load process. The customer's blood glucose level was 197 (mg/dl). Reportedly, the customer would use manual injections as alternate insulin therapy.